Manufacturer narrative:
(B) (4). (B) (6) study event.

Event description:
Device malfunction: none. Symptoms/ae: sepsis, death. Time of symptoms/ae: before the procedure, continuing. It was reported that one day post a stenting procedure in the left internal carotid artery, the patient expired. The patient had a stroke ((B) (6) 2010) that affected the hemisphere supplied by the target vessel and was admitted on (B) (6) 2010 with right facial droop, aphasia, respiratory distress and a urinary tract infection. The patient became hypotensive on (B) (6) 2010 and was treated with vasopressors and endotracheal intubation for mechanical ventilation; a chest x-ray revealed aspiration. On (B) (6) 2010, the patient's hypotension improved, vasopressors were discontinued, and a non-abbott stent was implanted in the target vessel after use of an emboshield nav6 filter. There were no reported complications during the carotid stenting procedure. Later that evening, the hypotension returned and the patient was not responsive to vasopressors. The patient experienced multi-organ system failure secondary to sepsis and pre-existing poor cardiac function (ejection fraction 20%). The patient required vasopressors and anti-arrhythmia infusions to maintain arterial blood pressure and treat arrhythmia. In addition, the patient also experienced disseminated intravascular coagulation. The patient's family chose to provide comfort care rather than continue life support. The patient was extubated from artificial ventilation and then expired on (B) (6) 2010. The patient had a history of chronic obstructive pulmonary disease, atrial fibrillation and previous carotid endarterectomy in target lesion. Though requested, no additional information was provided. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with any relevant information.